Manufacturer narrative:
(B)(4). The cds m knob was turned back to neutral. Under difficult echocardiogram imaging, the sgc and cds were attempted to be retracted as one unit, but resistance was felt. Various careful manipulations/maneuvers were made to retract the clip and sgc, but as the echocardiogram guidance was poor, good judgment on the clip and sgc location was affected. The 3d image showed that the clip was stuck in a muscle structure in the la along the endocardia surface and was not able to be removed. The clip was carefully opened detaching it from the muscle structure. A pericardial effusion occurred and the patients blood pressure dropped (46/31mmhg). A pericardial puncture was performed stabilizing the blood pressure, but the pericardial effusion had not stopped completely. The cds and sgc were removed from the anatomy and the patient was taken to surgery to repair the bleeding in the left atrium and rupture of the endocardium. During surgery, the ruptured endocardium was confirmed to be in the area where the clip had been caught and was most likely the cause of the pericardial effusion/ruptured endocardium. Per the physician, the transseptal needle, guide wire, dilator and sgc were not contributors to the pericardial effusion/rupture, but the difficult echocardiogram imaging was suspected to be a contributing factor. Post surgery, the patient was ventilated and transported to the intensive care unit in stable condition. One day post surgery, the patient was extubated and sent to the general ward and was doing fine. No additional information provided. The clip delivery system was not returned to abbott vascular. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip became caught in the muscle of the left atrium causing a pericardial effusion and rupture of the endocardium which was repaired surgically. It was reported that prior to a mitraclip procedure, an uncomplicated transseptal puncture was performed and the guide wire was positioned into the left upper pulmonary vein. The insertion of the steerable guide catheter (sgc) was performed as per the instructions for use. The echocardiogram imaging was difficult due to the anatomy. Although the 3d imaging confirmed the device was in the left atrium (la), it was very difficult to confirm the depth of the sgc insertion using the various standard echocardiogram views. The sgc was retracted, but the length confirmation could not be determined. The clip delivery system (cds) was advanced through the sgc until the clip tip had exited the sgc for approximately 0.5-1.0cm. The sgc was retracted until the markers were visible on the 3d image. With still a significant portion of the sgc in the la, the cds was advanced with no resistance. Before straddling of the mitral valve was achieved, as the clip was close to the wall of the la, the cds m steering knob was turned in order to steer the clip downward. Resistance was felt and it was thought that the clip may have interacted with a structure in the la.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned to abbott vascular for investigation. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficult to position and difficult to remove the cds from anatomy are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual, dimensional and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections to verify product quality. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated did not indicate a manufacturing issue. There were no device issues noted while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the device and difficult to remove the device from anatomy may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, the reported difficult to position and difficult to remove from anatomy was due to suboptimal visualization due to patient anatomy and not a product quality deficiency. The reported patient effects of hypotension, hemorrhage and atrial perforation (atrial septal defect requiring intervention) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The information provided in the case details stated that visualization was difficult and the device was stuck in a muscle structure and the result was the cascading effects of the reported patient effects. Based on the information reviewed, the reported patient effects appear to be related to patient/procedural conditions and not a product quality deficiency.